Event description:
1000402729 - the dentist reported that almost 1 month after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type iii, immediate implant was done, bone resorption has occurred, bone graft was placed and immediate load procedure was performed.

Manufacturer narrative:
Follow-up is being sent to correct information sent in field b5 describe event. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form. The original complaint was received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a follow-up report will be send.

Event description:
(B)(4) - the dentist reported that almost 1 month after the dental implant was installed in intraoral region 10#, its non-osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type iii, immediate implant was done and immediate load procedure was performed.